Manufacturer narrative:
Report source: foreign (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid tube with soft-seal cuff and inner cannulae was cleaned approximately once or twice per day. After two weeks of use, the reporter found a crack in the inner cannula. There were no adverse patient effects.

Manufacturer narrative:
Device evaluation: two (2) inner cannula of p/n 100/870/080 l/n unknown; the returned samples were received in used condition. During visual inspection, the two-inner cannulas were observed cracked. The most probable cause is: the inner cannula was cleaned with another substance, perhaps alcohol that is not the one that mentions the cleaning instructions, which tells you that it should be cleaned with saline solution. The customer reported condition was confirmed. Problem source is unknown.